Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it switched directions prematurely before safety mode was engaged. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.